Manufacturer narrative:
Correction: full UDI has been populated to field d4. Primary UDI number. This event was further reviewed with the subject matter expert (sme) of the ngen¿ generator on 26-jul-2024 and deemed not reportable. Power too low does not pose a risk to the patient. In addition, the issue reported by the customer was resolved once the qdot micro catheter was exchanged. Therefore, there was no issue with the generator and the generator was functioning as intended. The issue related to the qdot micro catheter is not MDR reportable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote. As such, this event has been reassessed and is no longer considered to be MDR reportable against any bwi devices. Since this event has already been reported to FDA, below is an updated ngen¿ generator investigation details and h6 codes have been updated. According to the pictures provided by the customer, the power did not exceed the 10w during the ablation process. However, it was determined that the issue was not related to the ngen¿ generator. Service for the ngen¿ generator was declined at this time. With the service being declined, a complete evaluation cannot be performed. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure which included the use of a ngen rf generator, world wide configuration. The qdot catheter was connected, flushed, and inserted into patient without issues and errors. The qdot was used to map, acquire points and to ablate in qmode+ for four (4) applications. At the fifth (5th) application, in qmode+ when pressing start button on ngen (or using the pedal), ablation immediately stopped with message "temperature ramp too steep". Before that, ablation temperature was around 35-37 °c, impedance around 120 ohm. To solve the issue, they first tried to ablate in a different location, same issue. They checked irrigation both when it was still in the patient and outside, and it was functional. There were no visible debris on the tip. Ablation started with no errors and no interruptions; however, max output power was below 10 watt (temperature around 37 °c, impedance 120-130 ohm, irrigation working properly). The qdot cable was replaced, and the issue was not resolved. They changed indifferent electrode position (first was on the lower back than on the thigh) and the same issue exists. When the qdot catheter replaced, the problem was resolved, and the procedure was successfully completed. There was no patient consequence. Additional information was received. It was reported that the ngen generator allowed the ablation below the 10 w. Ablation was stopped using the stop button. The system continued to ablate below power setting/min power value until it was stopped manually (28 sec).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure which included the use of a ngen rf generator, world wide configuration. The qdot catheter was connected, flushed, and inserted into patient without issues and errors. The qdot was used to map, acquire points and to ablate in qmode+ for four (4) applications. At the fifth (5th) application, in qmode+ when pressing start button on ngen (or using the pedal), ablation immediately stopped with message "temperature ramp too steep". Before that, ablation temperature was around 35-37 °c, impedance around 120 ohm. To solve the issue, they first tried to ablate in a different location, same issue. They checked irrigation both when it was still in the patient and outside, and it was functional. There were no visible debris on the tip. Ablation started with no errors and no interruptions; however, max output power was below 10 watt (temperature around 37 °c, impedance 120-130 ohm, irrigation working properly). The qdot cable was replaced, and the issue was not resolved. They changed indifferent electrode position (first was on the lower back than on the thigh) and the same issue exists. When the qdot catheter was replaced, the problem was resolved, and the procedure was successfully completed. There was no patient consequence. Additional information was received. It was reported that the ngen generator allowed the ablation below the 10 w. Ablation was stopped using the stop button. The system continued to ablate below power setting/min power value until it was stopped manually (28 sec). Ngen rf generator investigation details: a picture was received and evaluated following biosense webster procedures. According to the pictures provided by the customer, the power did not exceed the 10w during the ablation process. The customer complaint was confirmed based on the picture received. A potential cause cannot be assigned based on the current evidence. The device investigation is being completed since service for the ngen rf generator was declined at this time. With the service being declined, complaint cannot be confirmed. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).